Event description:
During surgery the head would not lock onto the morse taper of the stem causing a 30-45 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.